Event description:
On or about aug 28, 2009, stryker received a personal injury lawsuit alleging a pt underwent arthroscopic shoulder surgery, and following the surgery, the pt wore a pain pump. The pump used was allegedly from stryker. The pt was diagnosed with chondrolysis and alleges the chondrolysis is a result of continued injection of medication into their shoulder. There are no allegations that the product failed to perform as designed or programmed by the physician. Stryker is unable to ascertain whether or not one of its products was actually used and will not be able to obtain the product except within the litigation process, if at all.

Manufacturer narrative:
The device catalog # and lot # were not provided. There is no alleged failure of the pump and the device has not been returned for eval, design, mechanical, and mfg elements relating to the function of the pump cannot be determined. No data presently suggests a direct link between any inherent aspect or feature of the pump and the development of chondrolysis. Although there is no randomized clinical data associated with the use of local anesthetics (with or w/o epi) and the development of chondrolysis, recent case reports, animal, and in-vitro studies suggest a possible connection. The use of thermal/rf devices, various dyes and solutions, mechanical injury to cartilage, osmolarity, biodegradable sutures, sub-clinical infection, age, surgical intervention, over tightened joints and various other physician/pt factors have also been reported as potentially contributing to or causing chondrolysis. The etiology of the condition remains unk and believed to be multi-factorial. Current labeling for this product advises about reports of a possible connection between local anesthetics (with or w/o epi) and chondrolysis in certain circumstances.